Event description:
According to the reporter: procedure bowel resection. The customer reports that the stapler was placed across to the small bowel, fired and the surgeon proceeded the distal bowel to resect with the reload. Both areas leaked proximal and distal areas were seen to leak although new staplers were used on both areas. Bleeding was negligible. The surgeon did an ileostomy to complete the procedure. The quality of the tissues was poor and thinning. The sample is being sent for evaluation.